Event description:
It was reported that a revision surgery was performed due to metallosis with elevated cobalt and chromium levels and pain in his right hip.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr head and bhr cup were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The clinical information provided, of the elevated metal ion levels, metallosis, an aseptic lymphocyte-dominant vasculitis-associated lesion (alval), tissue necrosis with metal staining and moderate chronic inflammation may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.